Event description:
Healthcare professional (hcp) reported patient was injected with 2 separate vials 1 ml each of juvéderm® volux¿ in mandibular angles. A little over a year later, patient developed granuloma at both injection sites of the product after the patient contracted a covid infection (not device related). Biopsy was not provided. Patient has been treated with cortisone and antibiotic therapy. Symptoms on going.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional additionally reported after 4 months later patient developed granuloma on each side. Patient was treated with ciprofloxacina, claritromicina, prednisone, and hyaluronidase. Patient underwent ultrasound which confirms granuloma. Symptoms are still on going.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with 2 separate vials 1 ml each of juvéderm® volux¿ in mandibular angles. A little over a year later, patient developed granuloma at both injection sites of the product after the patient contracted a covid infection (not device related). Biopsy was not provided. Patient has been treated with cortisone and antibiotic therapy. Symptoms on going.